Event description:
It was reported that last year, boston scientific technical services (ts) was contacted to discuss an episode of ventricular tachycardia (vt) with subsequent anti-tachycardia pacing (atp) delivery. Ts concluded that the episode was most likely vt and the device operated appropriately. However, in 2024, another episode of vt with atp delivery was observed by the physician which was strongly suspected to be an atrial arrhythmia conducted to the ventricle. This atrial conduction, along with an ectopic beat, were mislabeled as vt and the following atp delivery was inappropriate. This episode was forwarded to ts for review and it was difficult to confirm the arrhythmia origin. Holter testing was recommended to further assess the patient's arrhythmias. At this time, the device remains implanted and no adverse patient effects were reported.